Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of unit stopped working. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service centre and observed the display no working, pcba burned, missing outlet seal, plate contaminated. The customer complaint was reproduced. There was six error codes have been identified. The device was scrapped.